Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that it was unknown what led to the shocking. It just started shocking the left shoulder blade. The patient had an appointment on (B)(6) 2016. The patient was going to have surgery to put in a new stimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient received shocking intermittently when they use the patient programmer and turned stimulation on. The shock received went from the implantable neurostimulator (ins) to the left shoulder. This was reported to be a sudden change in therapy/symptoms that started about 6 months ago in 2015. There were no falls or trauma associated with the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.